Manufacturer narrative:
Analysis found ¿pump alarm anomaly ¿ resonator anomaly¿. Interrogation of the pump on receipt indicated that the pump was used to deliver fentanyl (2000 mcg/ml at 838.7 mcg/day) and bupivacaine (5.9 mg/ml at 2.4741 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a company representative regarding an implantable pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The pump was returned and the return paperwork indicated ¿no issues ¿ just sending back for disposal¿. No patient symptoms or complications were reported as a result of this event.